Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with active directory (adt). A technical support specialist reported that the becton, dickinson (bd) interface server was out of disk space and required additional allocation. The tss connected to the interface server and reviewed the drive usage, confirming that drive f was completely full, explained the available remediation steps to customer, checked message statistics in carefusion coordination engine, and found approximately 366k active directory (adt) messages, then shut down the server and added 200 gigabytes gb, bringing drive f to a total of 250 gb. Once the server was back online, logged into station and verified that the carefusion coordination engine (cce) service had been running since, customer confirmed that all systems were communicating properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server pyxis not communication with adt. Show the error message as connection refuse and connect request failed. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.